Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No ramping numbers or scrolling bar moving anomaly noted. Pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll when in bolus wizard. Customer's blood glucose was 205 mg/dl. Customer does not know what caused anomaly. Customer reports of the weather being hot and wearing insulin pump around the neck, but pump was not exposed to water. After troubleshooting, customer was advised that insulin pump would need to be replaced.